Event description:
The customer reported the screen is flashing when they do a 3 and 12 lead. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4).the customer reported the screen is flashing when they do a 2 and 12 lead. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.